Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device history records was conducted. The report indicates that: manufactured by: supplier (B)(4), packaged by: (B)(4), part number: 04.402.028s, lot number: 7601468, release to warehouse date: 11/10/2014, expiration date: 9/30/2019, part #: 04.402.028s, lot#: 7601468 (sterile). 8mm ti curved radial stem 44mm -sterile, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for scheduled revision surgery for a 22mm cocr radial head standard height/12.5mm-sterile and a 8mm ti curved radial stem 44mm-sterile on the right arm on (B)(6) 2015 due to pain and unable to extend right elbow all the way, after the first post-operative follow-up visit. The surgeon initially thought that he needed to get the stem seated all the way but found out when he went in, that was not the case. It was a contracture and therefore, decided to take the whole implant out after trying to extend the right elbow. The bone had healed nicely. There was a surgical time delay of approximately fifteen to twenty minutes due to the surgeon's struggle to get the stem out. The original implant date was (B)(6) 2015. There were no fragments generated and the surgery was successfully completed. The patient was implanted with smaller products: one radial head o20 stand height 12 cocr and one radial stem curve size 6 l40 tan. The patient status outcome is fine with no anticipated treatment. This report is 2 or 2 for (B)(4).

Manufacturer narrative:
Product was not returned; for part number part number 04.402.028s, lot number 7601468, the device history records revealed that it was manufactured by supplier (B)(4) and packaged by (B)(4) on november 10, 2014 with an expiration date of september 30, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of this report: on initial reported as (B)(6) 2015, should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.